Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information was available for reporting device is an instrument and is not implanted/explanted.. Device is not available for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Reported on mw5075288. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Medwatch mw5075288. (B)(4).

Event description:
It was reported on maude report mw5075288 that a k wire broke intraoperatively while being inserted on (B)(6) 2018. The surgeon retrieved the fragments. No information is known on surgical delay or patient status. This is report 1 of 1 for (B)(4).